Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), device dislocation ("migration"), device breakage ("device breakage") and device expulsion ("pelvic us and CT scan show possible misplaced metal coil in her uterus") in a 30-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included gravida ii, parity 2, c-section (2) and abdominoplasty. Concurrent conditions included uterine fibroid, light sensitivity to eye, yeast infection, bacterial vaginosis and obesity. Concomitant products included panadeine co (tylenol #3). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and weight increased ("weight gain"). In (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2013, 7 years 9 months after insertion of essure (ess205), the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required) and pain in extremity ("leg pain"). The patient was treated with surgery (supracervical hysterectomy (uterus only)), surgery (supracervical hysterectomy (uterus only)), surgery (supracervical hysterectomy (uterus only)) and surgery (supracervical hysterectomy (uterus only)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the uterine perforation, device dislocation, device breakage, device expulsion, depression, anxiety, migraine and weight increased outcome was unknown, the vaginal haemorrhage, menorrhagia and headache had resolved and the pain in extremity was resolving. The reporter considered anxiety, depression, device breakage, device dislocation, device expulsion, headache, menorrhagia, migraine, pain in extremity, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 163 lbs. Right side-4 coils, left side -5 trailing coils. Current weight 149 lbs. Approximate weight at the time of essure placement 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. On (B)(6) 2005, hysterosalpingogram test confirmed that the essure device was successfully occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: device expulsion." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2018: new pfs received- new events added: leg pain was added.outcome of events pain from unknown to recovering/resolving and events bleeding , headaches from unknown to recovered/resolved were updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), device dislocation ("migration"), device breakage ("device breakage") and device expulsion ("pelvic us and CT scan show possible misplaced metal col in her uterus") in a 30-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included gravida ii, parity 2, c-section (2) and abdominoplasty. Concurrent conditions included uterine fibroid, light sensitivity to eye, yeast infection and bacterial vaginosis. Concomitant products included panadiene co (tylenol #3). On (B)(6) 2005, the patient had essure (ess205) inserted. In september 2005, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches") and weight increased ("weight gain"). On (B)(6) 2013, 7 years 9 months after insertion of essure (ess205), the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (supracervical hysterectomy (uterus only).essure (ess205) was removed on (B)(6) 2013. At the time of the report, the uterine perforation, device dislocation, device breakage, device expulsion, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache and weight increased outcome was unknown. The reporter considered anxiety, depression, device breakage, device dislocation, device expulsion, headache, menorrhagia, migraine, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 163 lbs. Right side-4 coils, left side -5 trailing coils diagnostic results: on (B)(6) 2005, hysterosalpingogram test confirmed that the essure device was successfully occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: device expulsion" quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), device dislocation ("migration"), device breakage ("device breakage") and device expulsion ("pelvic us and CT scan show possible misplaced metal coil in her uterus/ migration of essure device:uterus") in a 30-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included gravida ii, parity 2, c-section (2), abdominoplasty, anemia and asthma. Previously administered products included for an unreported indication: levlen from (B)(6) 2003 to (B)(6) 2005 and depo-provera. Concurrent conditions included uterine fibroid, light sensitivity to eye, yeast infection, bacterial vaginosis and obesity. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen from 2006 to 2013, iron, lorazepam since (B)(6) 2012, paracetamol (tylenol) from 2006 to 2013 and salbutamol (albuterol hfa) since 2002. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have weight increased ("weight gain"). In (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required), 7 years 9 months after insertion of essure (ess205). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), pain in extremity ("leg pain"), abdominal pain ("location of pain: abdominal") and back pain ("location of pain: lower back area"). The patient was treated with sulfamethoxazole;trimethoprim (mortin) and surgery (supracervical hysterectomy (uterus only)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the uterine perforation, device dislocation, device breakage, device expulsion, depression, anxiety, migraine, weight increased, abdominal pain and back pain outcome was unknown, the vaginal haemorrhage, menorrhagia and headache had resolved and the pain in extremity was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, device dislocation, device expulsion, headache, menorrhagia, migraine, pain in extremity, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 143 lbs. Current weight 163 lbs. Right side-4 coils, left side -5 trailing coils. Current weight 149 lbs. Approximate weight at the time of essure placement 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: results: total bilateral occlusion. Essure device was successfully occluded.; on (B)(6) 2005: results: tubes were occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: device expulsion" quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Added event abdominal pain, low back pain. Event onset date updated. Historical drug, concomitant drug, treatment drug were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted for female sterilization. In (B)(6) 2005, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a total hysterectomy) and surgery (underwent a total hysterectomy). At the time of the report, the uterine perforation and device dislocation outcome was unknown. The reporter considered device dislocation and uterine perforation to be related to essure. Diagnostic results: on (B)(6) 2005, hysterosalpingogram test confirmed that the essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), device dislocation ("migration"), device breakage ("device breakage") and device expulsion ("pelvic us and CT scan show possible misplaced metal col in her uterus") in a 30-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included gravida ii, parity 2, c-section (2) and abdominoplasty. Concurrent conditions included uterine fibroid, light sensitivity to eye, yeast infection and bacterial vaginosis. Concomitant products included panadeine co (tylenol #3). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches") and weight increased ("weight gain"). On (B)(6) 2013, 7 years 9 months after insertion of essure (ess205), the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the uterine perforation, device dislocation, device breakage, device expulsion, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache and weight increased outcome was unknown. The reporter considered anxiety, depression, device breakage, device dislocation, device expulsion, headache, menorrhagia, migraine, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 163 lbs. Right side-4 coils, left side -5 trailing coils. Diagnostic results: on (B)(6) 2005, hysterosalpingogram test confirmed that the essure device was successfully occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: device expulsion" most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish, migraines, headaches, device breakage, weight gain, she did not undergo essure confirmation test", reporter added from pfs. Event "pelvic us and CT scan show possible misplaced metal col in her uterus ", concomittant and historical condition added from medical record. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), device dislocation ('migration'), device breakage ('device breakage') and device expulsion ('pelvic us and CT scan show possible misplaced metal coil in her uterus/ migration of essure device:uterus') in a 30-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included gravida ii, parity 2, c-section (2), abdominoplasty, anemia and asthma. Previously administered products included for an unreported indication: levlen from (B)(6) 2003 to (B)(6) 2005 and depo-provera. Concurrent conditions included uterine fibroid, light sensitivity to eye, yeast infection, bacterial vaginosis and obesity. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen from 2006 to 2013, iron, lorazepam since (B)(6) 2012, paracetamol (tylenol) from 2006 to 2013 and salbutamol (albuterol hfa) since 2002. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have weight increased ("weight gain"). In (B)(6) 2007, the patient experienced depression ("depression/ psych injury") and anxiety ("mental anguish"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required), 7 years 9 months after insertion of essure (ess205). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), pain in extremity ("leg pain"), abdominal pain ("location of pain: abdominal"), back pain ("location of pain: lower back area") and post procedural complication ("post removal complication"). The patient was treated with sulfamethoxazole;trimethoprim (mortin) and surgery (supracervical hysterectomy (uterus only)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the uterine perforation, device expulsion, depression, anxiety, weight increased, back pain and post procedural complication outcome was unknown, the device dislocation, device breakage, vaginal haemorrhage, menorrhagia, migraine, headache and abdominal pain had resolved and the pain in extremity was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, device dislocation, device expulsion, headache, menorrhagia, migraine, pain in extremity, post procedural complication, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 143 lbs. Current weight 163 lbs. Right side-4 coils, left side -5 trailing coils. Current weight 149 lbs. Approximate weight at the time of essure placement 180 lbs patient received treatment for pelvic pain, abdominal pain, migraine. Discrepancy noted: date(s) of removal: (B)(6) 2014 as per pif. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: results: total bilateral occlusion. Essure device was successfully occluded.; on(B)(6) 2005: results: tubes were occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: device expulsion". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received: event post removal complications were added. Outcome and rcc comments updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.